Event description:
Clinical trial. Same case as MFR# 6000089-2006-02642, -02640, -02641. It was reported that post index procedure, the pt had a stent thrombosis (st). The index procedure treated a target lesion in the mid and distal left anterior descending (lad) artery, due to existing in stent restenosis. The vessel was 2.75 mm wide, 20 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.0 x 28 mm taxus express2 stent in this area. A 2.5 x 24 mm taxus express2 stent was placed just distal to the mid lad as well. A dissection occurred just proximal to this area, and 2 additional stents were placed - a 2.75 x 12 mm taxus express stent as well as a 2.5 x 12 mm taxus express2 stent. The stents may have overlapped. The pt received bivalirudin, aspirin, plavix and beta blockers during the procedure. The pt was discharged 3 days later. On day 323, the pt presented with chest pain and shortness of breath. Cardiac enzymes and stress test were both negative. The pt was schedueld for a catheterization, and received fresh frozen plasma to reverse the effects of aspirin and plavix. The pt went into pulmonary edema and cardiac enzymes were now elevated. The catheterization revealed a thrombus in the mid lad within a previously placed stent. There was also a chronic occlusion at the distal part of the stent. A successful thrombectomy was performed and the pt was discharged the next day. In the opinion of the physician, there is a definite relationship between the st and the taxus stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7388926 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.